Event description:
The customer contact reported a hole in the tubing set. At 0600, the option-lok male adapter of the tubing set was connected to the pt's IV access site and being used to deliver an unspecified volume of saline at a rate of 75ml/hour. At approx 1000, after the pt was transferred to the cardiac catheterization lab, they then noted blood dripping onto the floor. Approx 20ml blood loss was reported. At that time, the nurse noted a hole in the tubing approx 3 inches from the pt's IV access site. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse pt events and no reported delay in critical therapy for the pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.